Manufacturer narrative:
No samples (including photos) were provided to bd canaan for evaluation. Therefore, the defect could not be confirmed and root cause is undetermined. DHR/qn review for batch #6089710 (p/n 301030):manufacturing dates: 4/5/2016 - 4/6/2016. Batch size was 428,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6089710 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR/qn review did not reveal any nonconformities in these batches. The batches were manufactured 4/04/2016 - 4/06/2016 with all visual inspections performed as per requirement. Silicone test was performed 4 times during the manufacture of the two sub-assembly batches with all results within acceptance criteria. They were inspected and accepted based on meeting our inspection control plan. The description of the defect is not clear enough to identify the reported defect and to perform further investigation. The "fluid" described could potentially be silicone. However, a sample is required to determine whether the amount present was excessive please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. CAPA not necessary.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
It was reported that before use the bd¿ syringe only, 10ml, slip tip, non-sterile, bulk contained foreign fluid. There was no report of injury or medical interventions